Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the item does not hold air due to air leakage. An additional device was used to complete the procedure with a delay of 0-15 minutes occurred to prepare the device. No harm was reported as it relates to this event. No other adverse events were reported as it relates to this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.